Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue): reporter states that the pump is delivering a bolus when it is not supposed to and has lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/06/2016 with the following findings: the pump booted to the verify screen with no issues. The pump was exercised for 24 hours; no un-programmed boluses were delivered or recorded in the pump history during this time. A 10u normal bolus and a 10u audio bolus were manually programmed successfully and both were accurately recorded in the pump history. The alleged issue could not be duplicated.